Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "vent in-op" code was found in the ventilator's downloaded error log. The customer requested that no repairs be made to the device. There were no repairs made to the device.